Event description:
It was reported that the customer experienced blood glucose levels as high as 29 mmol/l. The customer changed the infusion set, but continued to experience elevated blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, it was stated days later that the customer continued to experience high blood glucose levels. The customer felt that the insulin pump was not delivering insulin correctly. The high pressure was conducted again, and the insulin pump failed the test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.